Event description:
It was reported that during a da vinci-assisted right pulmonary lobectomy, while stapling the pulmonary artery with an endowrist 30 curved-tip stapler instrument, the patient experienced abnormal bleeding. The estimated blood loss volume associated with the event is unknown. During follow up, the intuitive surgical, inc. (Isi) clinical territory associate (cta), who was present during the event, indicated the bleeding occurred after the use of a white stapler 30 reload and was controlled with the use of multiple hemostatic agents: surgicel, floseal and progel. The procedure was completed robotically. Per cta, the surgeon concluded the patient's tissue condition was probably the reason for the bleeding and not necessarily the instrument. Isi has attempted to follow-up with the surgeon to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
Based on the current information provided, the cause of the abnormal bleeding cannot be determined. The white stapler 30 reload has been discarded and the endowrist 30 curved-tip stapler instrument will not be returned for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site¿s system logs revealed no related system error occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the logs for the endowrist 30 curved-tip stapler instrument, used on 03-jan-2023 via system sk5593 for a right pulmonary lobectomy, shows it was installed 6 times and fired 5 reloads (2 white, 2 green, 1 white, in that order). No clamping or firing was attempted on the 3rd install. The 6th install was following the installation and removal of an endowrist 45 stapler instrument. On install 1 for the endowrist 30 curved-tip stapler instrument, there was an incomplete clamp attempt, stopping at around 94% completion after 7 seconds. The following clamp and firing were successful. Install 4 had two incomplete clamp attempts failing at around 90% and 95% respectively. There was an aborted clamp in between the two incomplete clamps, which was stopped at around 18% completion by the user. The firing was completed for this install and the 5th install. After the 5th install (4 fires) of the endowrist 30 curved-tip stapler instrument, the endowrist 45 stapler instrument was then installed twice on the system with white reloads loaded. No clamping or firing was attempted with this instrument. Two minutes later, the endowrist 30 curved-tip stapler instrument was re-installed for the 6th and final time. There was one incomplete clamp failing at around 95% completion prior to the successful clamp and firing. There were no errors in the master supervisory controller (msc) logs related to staplers for this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted right pulmonary lobectomy, the patient experienced abnormal bleeding when stapling over the pulmonary artery with an endowrist 30 curved-tip stapler instrument and a white stapler 30 reload. The bleeding was controlled with the use of multiple hemostatic agents and the procedure was completed robotically.